Manufacturer narrative:
A visual, dimensional and functional inspection was performed on the returned device and the reported stent damage was confirmed. The reported leak and stent activation issues were unable to be confirmed as the device was able to inflate to deploy the stent and held pressure without any leaks noted. The reported difficulty to advance was unable to be replicated in a testing environment as it was based on operational circumstances. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appears to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that the inflation device was not securely attached to the hub resulting in the reported leak and stent activation issues. The reported difficulty to advance and reported/noted stent damaged likely occurred due the anatomical conditions during advancement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, mildly tortuous, 90% stenosed mid right coronary artery. A 3.5x23mm xience skypoint stent delivery system (sds) faced resistance with the anatomy during advancement, and the balloon completely failed to inflate. Pressure was not held, and after removal, the stent was noted to be flared. A same sized xience skypoint stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.